Event description:
It was reported that the patient presented for the replacement of the right ventricular (rv) lead due to fracture. The lead was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.